Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two weeks after the implant procedure, the implantable cardiac monitor (icm) patient experienced "oozing" from the implant site and was treated with antibiotics. It was further reported that the icm migrated out of the patient. The icm is no longer in use and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: (initial aware date 03 mar 2018). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced non-healing at insertion.